Manufacturer narrative:
Device is a combination product. (B)(4). A synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage noted to the 7 most proximal stent strut rows. The most severe damage was noted to the 3 most proximal stent strut rows, which had been lifted and pushed distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the length of the hypotube. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.